Event description:
It was reported that the patient received a patient notification due to low, out of range, pacing lead impedance. The patient previously had a ccm device implanted. The ICD and an lvad device were implanted within the last year. Noise was recorded by the ICD during the lvad implant. An adapter was needed for the ICD rv lead to allow for a lead appropriate for the patients high dfts. Provocative testing was carried out but no anomalies were seen. The ICD was programmed off.